Event description:
It was reported the patient presented in clinic for a device exchange. Interrogation prior to the procedure revealed the atrial lead was oversensing noise triggering noise reversions and inappropriate auto mode switches. No changes or interventions were performed; the atrial lead will continue to be monitored. The asymptomatic patient was in stable condition.